Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31590702l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
On (B)(6) 2025, patient experienced epicardial effusion (ae#1) categorized as severe severity and adverse event serious defined by life threatening illness or injury and a permanent impairment of a body structure or a body function including chronic diseases. Intervention performed was subxiphoid drainage without sternotomy. In patient or prolonged hospitalization reported with a discharged date of (B)(6) 2025. Requiring medical or surgical intervention to prevent life-threatening illness or injury, or permanent impairment to a body structure or a body function. Relationship to the study device is possible and serious. Relationship to the index study procedure was causal and expected/anticipated. The outcome is recovered/resolved.

Manufacturer narrative:
On 26-aug-2025, bwi received additional information indicating that the patient experienced a "pericardial effusion" rather than an "epicardial effusion". If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).